Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed manifold harness. The pressure sensor marks values when the equipment is not in operation. Replaced manifold harness. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid. The reported product number is sold ous. The UDI number for this product is not available. Section e: the complete initial reporter facility name is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had flow problems. Its hard for the device to fill the patches and to empty them. Per investigation findings on 11jun2024, it was reported that the manifold harness was faulty contributing to the reported issue.

Event description:
It was reported that the arctic sun device had flow problems. Its hard for the device to fill the patches and to empty them. Per investigation findings on 11jun2024, it was reported that the manifold harness was faulty contributing to the reported issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed manifold harness. The pressure sensor marks values when the equipment is not in operation. Replaced manifold harness. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.